Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Feed link. The analysis results of the device found that it was received with three malformed clips jammed in the jaws including one j shaped clip; no burr was noted in the jaws. Upon firing of the device, the clips could not be fed into the jaws. In order to evaluate the condition of the internal components, the device was disassembled and the feed link was found broken. The feeding issue experienced during testing was a result of the broken feed link. The feed link could have possibly become broken during the procedure when the jaws became stuck in the closed position. No conclusion could be reached as to what may have caused the jaws to remain in the closed position during the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The surgeon did the initial firing was fine. The second firing the device stuck on the vessel. The surgeon was able to manually open the device and remove from the vessel. The surgeon pulled the clip applier out of the patient and attempted to fire again. The jaws then stayed locked, but the trigger was loose and moveable. Another device was used to complete the case. There was no adverse consequence to the patient.